Event description:
A malfunction alarm was reported. There was no reported adverse impact to customer's blood glucose. Technical support assisted the caller with resetting the pump, which resolved the malfunction code, allowing the customer to continue using the pump and contact support if the issue recurs.